Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having pain where the device is implanted inside them like real chronic pain. Patient stated they have to go to the ER every time and they have done CT scans and ran tests. Patient said they have been to the emergency room 4 times within the last 2 weeks. Patient mentioned they have an appointment with their managing healthcare provider (hcp) tomorrow and they think it is the device malfunctioning or something is going on in there because when they try to charge the implant and turn it on it goes to a higher charge than what they set it for. Patient said it feels like a burning sensation in their lower right abdomen which carries all the way to the left and on the right side it goes around to the mid part of their body. Agent asked patient if they have adaptive stim enabled and patient said they don't have adaptive stimulation enabled. Agent documented information provided during the call. Agent recommend patient consult with hcp office for next step. The patient was redirected to their healthcare provider to further address the issue.